Event description:
It was reported that this right atrial (ra) lead was involved in an infection and erosion issue. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).